Event description:
Our affiliate is reporting to us that a female patient underwent a successful arthroscopic knee procedure on (B)(6) 2012. While the patient was being transported to recovery she complained of pain at her calf area; it appears that she suffered a 2nd degree burn, approximately 10 to 15 cm (4 to 6 inches) at her calf area. They are attributing this "patient burn" to the use of a mitek vapr p90 electrode. The surgeon examined her 15 days post op and remarked that there was some improvement. The complaint device is not being returned for evaluation... There are questions out to our affiliate for further detail and clarity. Post script........ Subsequent to the above complaint report, it has just been brought to our attention that the facility is associating a vapr generator to the issue. The facility has 2 generators and do not know which one of these was used in the event procedure, so, both devices were forwarded to the service center (B)(4) for evaluation and possible repair. Both of these devices are now listed in this file. Also see associated mdrs 1221934-2012-00031 and 1221934-2012-00049

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
The unit was received and was evaluated. Visually, the device had some minor cosmetic defects to the chassis, nothing gross or influential. Functionally, the unit was subjected to a thorough battery of test. The unit passed all test, functioned well within its design and manufactured parameters; could find no fault with the device. We cannot tell anything from this; we cannot discern a root or underlying cause for the reported failure mode. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.